Event description:
During service and repair pre-testing, it was observed that the motor device had "high temperature". The evaluation occurred in pre-testing; this event is not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.